Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-pacemaker dependent patient was referred to get evaluation on low sensing and high right ventricular (rv) threshold. The device was reprogrammed to not rv pace. Fluoroscopy was performed and showed dislodgement on the lead. The lead was capped on (B)(6) 2019 and replaced. No lead abnormalities were visualized during the procedure. The patient tolerated the procedure well and was stable after the procedure.